Manufacturer narrative:
No 510 (k) and no PMA exist for this product. It is not marketed in the USA. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number were inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. The returned involved sample was received and disinfected on (B)(6) 2020 as the set had been applied to a patient. The electrodes were stuck together gel to gel, been returned into their original pouch and put into a plastic bag. We were able to separate the electrodes from each other. They were inspected visually and tested for electrical continuity with a multimeter. This test included all metal components: the connector, the cable, the rivet and the electrode itself. A continuity problem between the section of the tin foil holding the cable connection and the gel surface of both electrodes was discovered. A see thru test using a strong lamp showed the tin corroded in a circular shape probably corresponding to the cable of the set (when in package). This corrosion was particularly strong at the transition between the gel coating and the tin's insulation towards the section where the cable ends are attached, completely interrupting continuity. This tin section (where the cables are attached) showed tears and cracks in addition. A number of holes in the pouch were discovered which appear to have been there prior to opening. Observations and conclusions: the electrode pads assembled into the set were manufactured at different points in time within the electrode pads' lot. Other samples from the same lot did not show any damage. Only the set in the particular pouch was affected. It is thus not possible that the damage was a consequence of the pad manufacturing process. The electrode set assembly and packaging process presents no opportunity to apply excessive pressure to a packaged set. The tin foil corrosion is ring shaped. This corresponds to the shape of the coiled electrode cable inside the original packaging. The holes in the pouch have enabled a constant access to air for a prolonged period of time. Access to oxygen in excess of the air sealed within the original pouch promotes corrosion of tin where it interfaces with gel. The cracks in the tin section where the cable is connected might have been caused by kinking this area. We therefore conclude that the original electrode set packaging (pouch) was exposed to considerable pressure after it was removed from its box (the set is distributed in boxes of 10) and maybe even folded, although the initial reporter stated it had not been subjected to pressure. Our hypothesis: this has damaged the pouch, kinked a section of the electrode and lifted the siliconized protective cover partially from the gel. Only where the rigid coil of cable was pressing against the electrode pads, the protective cover stayed in place. Where the gel was exposed it had access to extra oxygen constantly replenished through the holes in the damaged pouch. As a consequence the tin corroded as observed and eventually continuity was interrupted. We cannot conceive other causes leading to the pattern of damages observed in the involved product. The IFU states the caution: "do not crush, bend or fold electrodes or store them under heavy objects. (...) Do not use if compromised. (...) Do not use if package is damaged." It is our conclusion that these cautions have not been followed and the users caused or contributed to the incident.

Event description:
On (B)(6) 2020 we have been informed about a malfunction with a defibrillation electrode set at (B)(6) in (B)(6). Gs defibrillation electrodes (model corpatch easy pre-connected) and a gs corpuls 3 defibrillator had been used. The initial report is stating [translated from (B)(6) into english]: "attaching the corpatch easy pre-connected to the patient requiring resuscitation. The device (corpuls 3) was already switched on and fully booted. "Therapy electrodes loose" alarm, no lead only the dashed line can be seen on the monitor. Consequently fault management: the cable was fixed plugged into the device, the connection between the master cable and corpatch was also secure; pressing again the corpatch to the patient, still no signal. Then switch to a replacement corpatch electrode - immediately a signal was achieved!" They further stated that the malfunctioning electrode had been in the emergency backpack for several month as replacement electrodes, it was not exposed to pressure due to weight and no obvious defects were recognized on the electrodes. No harm to the patient occured because at no time a defibrillation requiring heart rhythm has occured.